Event description:
Implant failed due to a failure to osseointegrate.

Event description:
Implant failed due to a failure to osseointegrate the initial report did not have the correct event type documented. The correct event type is provided in this follow-up report.